Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Additional information was received that the cause for the patient's pain over their pump was related to movement of the pump in the pocket. The cause for the catheter/back pain was undetermined at this time. The patient was to have a repositioning procedure on (B)(6) 2016, and they were waiting to see if that resolved all of the patient's issues. The cause for the pump movement was unknown. More would be known once the pocket was opened. They did not believe the patient was causing the pump to move.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving prialt at an unknown concentration and dose via an implantable infusion pump for spinal pain. It was reported the pump was moving around on the inside and had come loose. It was noted the pump has been moving "for a while now," but over the weekend was pretty painful. The patient's pain, which the pump was implanted for, also got worse. The pump was working by bringing down the patient's level of pain, but now it was worse. It was noted the patient had new pain over the pump that radiated around the path of the catheter towards the spine. The new pain started over the weekend. It was noted the reporter could see the pump flop forward and backward when the patient moved. It was suggested the patient talk to her healthcare provider (hcp) regarding her concerns. It was discussed the implanting hcp was aware of the issue. The patient was referred to a consult with another hcp on (B)(6) 2016. This hcp does more abdominal surgeries and was a bariatric specialist. It was suggested that the reporter makes the surgeon aware of the patient's worsening condition. The change in therapy/symptoms was considered gradual. It was also noted the patient was being treated for an infection unrelated to the pump and was on antibiotics, which caused an allergic reaction. More specifically, the patient was receiving antibiotics to treat an infection of an ingrown toe nail and the patient also had a sinus infection. It was noted the patient has a connective tissue disorder called ehlers-danlos syndrome (eds). The event date was unknown. It was noted the patient was currently using an abdominal binder. The patient did not have pain around the pump when she laid on her side and propped the pump up with a pillow.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.